Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard experienced catheter splitting/cracked/shearing/frayed during use. The following information was provided by the initial reporter: material no. 381411 batch no. 8275536. Per email: I was in the unit earlier and was informed they have been having issues with the insyte-n catheter splitting. They went through 3 catheters this morning on a kiddo that is a difficult access and when advancing the catheter the needle went through it. I asked if they had pulled the needle back and then tried to reinsert the needle into the catheter and they said no, it was when they were advancing the catheter. The nurse that was using the catheter trained on these catheters when she was a brand new nurse and used them for years and loved them, but she feels like catheters are flimsy compared to what was used before. Apparently this is not something new and has happened before since we¿ve gone live. They are the insyte-n autoguard 24 ga x 0.56 in, lot#: 8275536.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard experienced catheter splitting/cracked/shearing/frayed during use. The following information was provided by the initial reporter: material no. 381411, batch no. 8275536. Per email: I was in the unit earlier and was informed they have been having issues with the insyte-n catheter splitting. They went through 3 catheters this morning on a kiddo that is a difficult access and when advancing the catheter the needle went through it. I asked if they had pulled the needle back and then tried to reinsert the needle into the catheter and they said no, it was when they were advancing the catheter. The nurse that was using the catheter trained on these catheters when she was a brand new nurse and used them for years and loved them, but she feels like catheters are flimsy compared to what was used before. Apparently this is not something new and has happened before since we¿ve gone live. They are the insyte-n autoguard 24 ga x 0.56 in, lot#: 8275536.